Manufacturer narrative:
The insulin cartridge has not been returned to animas for evaluation. If the cartridge is returned, an evaluation shall be completed and a supplemental report will be filed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging the patient experience hyperglycemia with blood glucose measurements between 18-21.8 mmol/l with extreme thirst. The reporter alleged insulin leakage from the insulin cartridge and air bubbles in the cartridge. The patient reportedly changed the cartridge and the new cartridge did not leak. This complaint is being reported because the alleged cartridge leak and air bubble issue remained unresolved with troubleshooting. The reporter stated the subject insulin cartridge was not available to be returned to the manufacturer for investigation.

Manufacturer narrative:
Device evaluation: the cartridge was not returned. A reserved sample from the same lot number u200011 was tested evaluated by product analysis on 11/06/2014 with the following findings: a visual inspection of the cartridge was performed with no damage or defects. A fill test was completed with no air bubbles being formed inside the cartridge; the cartridge cycled normally and no difficulties were found when filling the cartridge. The cartridge also passed the force test. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.